Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 28-aug-2019 and inspection of the unit was performed on 06-sep-2019 where the quality control inspector found the following: primary operation channel resistance, distal cap - fixed type passed epoxy seal integrity inspection, passed wet leak test, customer complaint not stated, passed dry leak test, umbilical cable single buckled under pve root brace, operation channel- primary slice by accessory, insertion tube mild discoloration at stage 1, fluid invasion not observed in pve connector, fluid invasion not observed in control body. Addition inspection findings from 04-dec-2019: staycoil short. Addition inspection findings from 14-jan-2020: distal cap - fixed type failed epoxy seal integrity inspection. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts parts, and returned to the user upon completion: air/water tube, deflector operating wire, deflector staycoil, operation channel, bending rubber, distal case/cap, angle wire. The video duodenoscope is pending repair and final qc approval as of 27-jan-2020.